Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient vomited during a lead replacement procedure (related manufacturer reference number 3006705815-2019-03729 and related manufacturer reference number 3006705815-2019-03728). The procedure was abandoned and the issue has been resolved.